Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the wake button was delayed in responding to presses and multiple, forceful presses were necessary for display to activate. Reportedly, customer continued to use the pump for insulin therapy. There was no reported impact to customer¿s blood glucose.